Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing threshold measurements. An x-ray taken indicated the helix of the rv lead may have not been extended properly causing a suspected micro-dislodgement. At this time, the rv lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Despite multiple requests no further details concerning this event was ever provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.